Event description:
It was reported that the customer experienced a high blood glucose reading of 401 mg/dl. The customer also noted that the insulin pump went into threshold suspend mode due to the sensor glucose reading. She stated that when the device suspended insulin delivery, the blood glucose reading was 72 mg/dl compared to the sensor glucose reading of 60 mg/dl. She treated with a manual injection. During the high blood glucose event, the sensor glucose was 40 mg/dl, which was a 90 percent difference compared to the blood glucose reading. She was able to lower her blood glucose reading to 364 mg/dl. Advised the customer to monitor the issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, bent cannula was found unable to confirm the customer received sensor in said condition due to customer returned opened and used.